Event description:
Customer called to report the insulin pump had ramping numbers without user input. Blood glucose reading was 148 mg/dl. The customer did not recall any significant events leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.